Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported cylinder break cannot be established as the product is not available for analysis.DHR review: review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed.labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced a broken cylinder with a malleable penile prosthesis (mpp) leading to a procedure in which the existing device was removed and a new tactra device was implanted. No additional information was reported.